Event description:
It was reported that during the device replacement procedure, this right ventricular (rv) lead exhibited gradual increased with high out of range shock impedance measurements, measuring at 135 ohms. However, all others electrical parameters were correct. It was noted that even with this new implanted device, the shock impedance measurements were around 130 ohms. A 41j synchronous shock test was performed and shock impedance came to 109 ohms. This lead remains in service and the device was replaced due to elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that during the device replacement procedure, this right ventricular (rv) lead exhibited gradual increased with high out of range shock impedance measurements, measuring at 135 ohms. However, all others electrical parameters were correct. It was noted that even with this new implanted device, the shock impedance measurements were around 130 ohms. A 41j synchronous shock test was performed and shock impedance came to 109 ohms. This lead remains in service and the device was replaced due to elective replacement indicator (eri). No adverse patient effects were reported.